Event description:
Upon making am rounds at 0730 found pt's left arm and hand swollen and painful to touch. IV infiltrated on plum pump psi -1.5 set at 6. IV disconnected and warm compresses applied, report filled out.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: modification of device. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.